Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
The information provided to sjm indicated that an angio-seal device was deployed in a patient following an (B)(6) study renal denervation procedure. Post-procedure, the patient experienced a slight oozing from the puncture site and a femostop was applied. Twenty hours post-deployment, the patient was using the bathroom and experienced pain in the right groin. Bruising in the right groin and a small hematoma were noted, and digital pressure was applied to the site for fifteen minutes. The patient felt nauseated and was given intravenous treatment, and then proceeded to vomit. No further nausea experienced and the hematoma stabilized. Several days later, the patient noted a lump in the groin and was admitted to the hospital to rule out a pseudoaneurysm. An ultrasound was performed and showed a hematoma only. The lump was still noted the next day, but no further consequences were reported.